Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause washed strips. No chemistry observed. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. Customer stated he did not leave the strips out of the vial too long and de did not recall leaving the strip vial open. Customer stated he keeps the test strips in the original container. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6)2017. Adverse event not reported at time of call on (B)(6) 2017.